Event description:
During an in-clinic follow-up for a pacemaker dependent patient, a loss of capture was observed on the right ventricular (rv) channel and episodes of noise resulting in oversensing and inappropriate mode switch were observed on the right atrial (ra) channel. The physician was unable to determine if the reported electrical anomalies were due to the device or the implanted leads. No intervention was performed at this time. The patient was stable and will continue to be monitored

Event description:
Related manufacturer report number: 2017865-2022-42995, 2017865-2022-42997. During an in-clinic follow-up for a pacemaker dependent patient, a loss of capture was observed on the right ventricular (rv) channel and episodes of noise resulting in oversensing were observed on the right atrial (ra) channel. The physician was unable to determine if the reported electrical anomalies were due to the device or the implanted leads. No intervention was performed at this time. The patient was stable and will continue to be monitored